Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced mood swings ("mood swings") and complication of device insertion ("only one coil in because other tube was naturally blocked"). The patient was treated with surgery (essure removal). Essure was removed on (B)(6) 2015. At the time of the report, the medical device removal and complication of device insertion outcome was unknown and the mood swings was resolving. The reporter considered complication of device insertion, medical device removal and mood swings to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: medical device removal, mood swings, complication of device insertion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media content received: reporter added. Event adverse event nos updated to event: medical device removal and event mood swings, only one coil placed added. Fu 2 and 3 processed together. On 20-mar-2020: social media content received: reporter added. Essure insertion and removal date updated. Fu 2 and 3 processed together. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.